Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the knife blade came off the track and the device jaws locked. It is not known if the device was on tissue at the time. There was no unanticipated blood loss, tissue loss, or pt injury.